Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the results of the analysis provided by customer, the product was confirmed to be operating per specifications, and the cause of the reported problem was that the device did not perform the self-test for a long time. The issue was resolved by performing self-test. A review of the service history for this device shows that the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the dfm100 indicating that the device failed to charge. Device was planned to use to deliver a shock. However, there was no harm or injury reported to philips. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the patient suffered from sudden severe arrhythmia, resulting in hypotensive shock, and was immediately given electrical defibrillation. The external defibrillator was not charged, and the external defibrillator could not be used due to power failure. CPR was immediately given. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the results of the analysis provided by customer, the product was confirmed to be operating per specifications, and the cause of the reported problem was that the device did not perform the self-test for a long time due to use error. The issue was resolved by performing self-test. A review of the service history for this device shows that the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the dfm100 indicating that the device failed to charge. Device was planned to use to deliver a shock. The device was used in manual mode with defibrillator paddle. No other device was used. The patient was stable. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.